Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 his blood glucose reached in the 400 mg/dl less than 4 hours after the pod was activated. The pod was removed and he noticed the needle never deploy the cannula into the infusion site.